Event description:
Rptr has had quite a few instances where IV lipid would not infuse through the tubing designed for this purpose. Sometimes this involves back up of the other solution into the lipid tubing; other times infusion just won't run despite using all routine measures such as infusing below the filter for tpn, large needle, appropriate height & height relationship, etc.